Manufacturer narrative:
This report will be amended when our investigation is complete. (B) (4)

Event description:
Pt was revised due to an infection. Massive metallosis. Large diameter head and adapter head show signs of deformation.